Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ventriculoperitoneal shunt procedure the perforator bit did not stop spinning/cutting once through the inner table of the skull. No patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation couldn't be able to reproduce the reported malfunction of continuous to run. No additional failure found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ventriculoperitoneal shunt procedure the perforator bit did not stop spinning/cutting once through the inner table of the skull. It was reported that there was no patient impact.